Manufacturer narrative:
Product analysis: the full delivery system was returned, analyzed. The analysis indicated that the shaft to have braided mesh exposed. The shaft was mechanically kinked/buckled. The analyst noted that the delivery system was returned with the device intact in the delivery cup. Visual inspection found the shaft to have braided mesh exposed.the shaft was kinked at 4.5 cm from the distal end of the delivery system. The articulation test was performed, curve could be applied but it was out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery system lost its shape after being in the body for over an hour and a half. The physician attempted to deploy the leadless implantable pulse generator (ipg) ten times. The patient's heart was enlarged and contributed to difficult placement on the septum. The physician asked for a new leadless ipg system which was implanted successfully. No patient complications have been reported as a result of this event.